Event description:
This ra lead was implanted on (B)(6) 2012 and explanted on (B)(6) 2012. The lead had poor sensing and noise. This procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).